Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 328 and 108mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Coupon for new kit was sent to the customer.